Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with five photos of the issue for evaluation. A review of the device history record was performed for the reported lot, 9238895, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a v-shaped cut in the catheter tubing indicative of the needle piercing through. It was also observed that there was a thin strand of foreign matter near the tip of the catheter tubing. Based off the provided photos the engineer was able to verify the reported failure modes. It was determined that there was a misalignment when the catheter was placed onto the needle causing the needle to pierce through the tubing. Unfortunately, a root cause could not be determined for the thin strand of foreign matter.

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter and there was foreign matter on the catheter tip. This was discovered before use. The following information was provided by the initial reporter: when opening the package, a needle pierced through the catheter.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the needle pierced through the bd insyte¿ autoguard¿ bc shielded IV catheter and there was foreign matter on the catheter tip. This was discovered before use. The following information was provided by the initial reporter: when opening the package, a needle pierced through the catheter.